Event description:
The probe went through full pre-test without problems, however, during the first freeze, ice traveled up the length of the shaft. Probe was then stopped and thawed. It was replaced with another probe and no further problems. No patient injury was noted.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. The device was expired at time of incident. No patient injury was reported.